Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the instrument is evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument was not articulating correctly. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument to perform failure analysis. The permanent cautery hook instrument was analyzed, and the complaint was not confirmed by failure analysis. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tip opened and closed properly. The instrument released energy. The instrument was fully functional. No product issue was identified. Isi followed up with the nurse manager to obtain additional information. The nurse manager did not have any additional information to provide.

Event description:
Refer to h10/h11 for follow-up information.